Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was discovered that the right-atrial (ra) lead and the left-ventricular (lv) lead exhibited noise oversensing causing inappropriate automatic mode switch. No intervention was performed. There were no patient consequences, and the patient was stable.

Event description:
New information received notes that the source of the right-atrial (ra) lead and the left-ventricular (lv) lead noise was determined to be external.